Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information was received from a trial patient in advanced evaluation that began on (B)(6). It was reported that the patient had pain at the incision site and that it was a burning sensation, not related to stimulation. The patient was listed as alive with no injury at the time of the report. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.